Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) noticed that two of the top mini pockets were open. When pushing on them, additional pockets also opened. The fse ensured that all mini pockets were opened, reset the emergency latch lever to the closed position, and secured the pockets. Afterward, the customer successfully recovered all pockets. The fse then ran diagnostics to test each pocket in the drawer, verifying that everything was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was jammed. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.